Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The left ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.